Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a lamp error (B)(4) was occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the cause of the error e105. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "otv-s300 instruction manual. 10.2 how to identify and deal with abnormalities what to do if an error message appears on the observation monitor screen. · code: e105 -error message: lighting lamp failure. -cause: this product has failed. -remedy: immediately turn off the power of this product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and olympus. Please contact us." Olympus will continue to monitor the field performance of this device.